Event description:
According to the physician, an advantage single handle kit was implanted on (B)(6) 2012. Post procedure the patient experienced voiding problems. The device was removed on an unknown date. The patient is currently doing well. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Manufacturer narrative:
Additional information received: updated.